Event description:
The laboratory specialist (ls) reported that the customer received a false negative result on the ortho provue analyzer while performing antibody screen testing using a sample containing anti-k.